Manufacturer narrative:
The investigation of this complaint has been completed. The performed investigation and analysis of the observed discoloration/corrosion (yellow/brown residue) inside the vaporizer revealed that the residue is a chemical degradation of sevoflurane, resulting in formation of hydrogen fluoride. A root cause analysis has been performed regarding the formation of hydrogen fluoride within the sevoflurane vaporizers. This issue has only been observed when using sevoflurane from piramal and baxter. The investigation on affected vaporizers has concluded that the presence of hydrogen fluoride is due to sevoflurane in contact with anodized aluminum with cold sealing leading to degradation of the anesthetic agent. The vaporizers are assembled with several parts, of which some are manufactured from aluminum. To prevent this from occurring, a change has been implemented on the concerned vaporizers. The change consists of a switch from cold sealing anodization to hot sealing anodization. New vaporizers are produced with hot sealed anodized aluminum parts. The field safety corrective action has been initiated with the aim to remove all the concerned vaporizers from the field. The removing of the concerned vaporizers is expected to be completed on 06/30/2026.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the sevoflurane vaporizer in the anesthesia workstation failed in system checkout in the vaporizer test. The vaporizer is the unit containing anesthetic agent in the anesthesia workstation. When the vaporizer was received for investigation a yellow/brown residue was found inside the vaporizer. There was no patient involvement.manufacture's reference #: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, the unique identifier (UDI) number can not be provided.